Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the same day following the implant, the right ventricular (rv) lead exhibited noise along with high, undefined, and low rv lead impedance. It was suspected that there was a connection issue with the cardiac resynchronization therapy defibrillator (crt-d) and rv lead. Reprogramming was done. The patient was brought back into the lab and the lead was able to be pulled from the header as the setscrew was not tightened down. The lead was reinserted, tightened down and all parameters were normal. The device and rv lead remain in use. No patient complications have been reported as a result of this event.